Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified lesion causing the reported failure to advance. The device met resistance with the guide liner during removal causing the reported difficulty to remove and subsequent stent dislodgement with the patient effect of additional therapy/non-surgical treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the proximal left anterior descending artery. A 3.5x33mm xience sierra stent delivery system (sds) was advanced; however, resistance with the anatomy was felt. An attempt to remove the sds was made, but resistance with the guideliner was felt and the stent dislodged at the distal end of the guideliner. A second balance wire was advanced past the dislodged stent and wrapped around the original guidewire. As a unit, the guideliner, stent, and wires were pulled back into the guide catheter. The guide catheter along with the retrieved equipment was then removed as a unit. The procedure was successfully completed with a new 3.25x33mm xience sierra stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.